Event description:
A 04.43.335s tibial nail - advanced /11 mm implanted, then explanted due to plastic internal sheath broke during surgery; tibial nail removed- and new nail implanted. Patient had scheduled intramedullary nailing of left tibial shaft - post left displaced comminuted tibial shaft fracture.